Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that material did not trigger the safety device.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed for provided material number 38182314 and lot number 5274116. The review did not reveal the detected abnormalities during the production process. Although this complaint does not include samples or photos, based on the investigation conducted so far, a likely cause would be a failure in the uv glue application, resulting in the adhesive being applied on the button component and the spring instead of on the component hub and another possible cause identified would be improper spring forming, resulting in a ¿burst¿ spring, in which the last coil is poorly positioned, preventing the proper downward movement of the hub. In addition corrective actions related to the needle retraction failure defect are being addressed under CAPA and following root causes were identified as improper handling of the glue nozzle, lack of cleaning of glue tanks and nozzles, failure during barrel-to-grip assembly, lack of preventive maintenance, external damage to the grip during assembly, and gap in preventive maintenance. A corrective and preventive action was planned to prevent the occurrence of this type of defect. As containment actions, increased sampling (until permanent actions are implemented); and machine maintenance were implemented. However, the lot reported was manufactured prior to this CAPA implementation was planned. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.